Manufacturer narrative:
Explanted date - device was not explanted. Occupation: rt/inventory. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been hematoma formation due to excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor was performing a coronary angiogram using a 6fr pinnacle sheath in the common femoral artery. Upon completion of the case, he used a 6f angio-seal device to close site. Upon tamping of the collagen plug there was reportedly a large amount of blood pooling. Manual pressure was held, and no further issues noted. There were no patient complications. The procedure being performed was a coronary angiogram. The estimated blood loss was less than 250cc.